Event description:
It was reported that during a total knee arthroplasty (tka) procedure while using the robotic assisted base station device and the robotic assisted satellite station device it was observed that the accu-balance graph, after the tibia cut with the tensor in place, did not show reasonable gaps and the final graph numbers were not showing an accurate description of the case. It was reported to be tight in the flexion and extremely loose in the extension and it did not match the knee that the surgeon was feeling. It was further reported that the anterior cut was also off by approximately 4-5mm between bone and trial. It was unknown if the robot was attached to the surgical bed. There were no adverse consequences to the patient, and no surgical delay. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed for the event, and the investigation could not confirm the reported issue. The investigation found that the complaint of inaccurate anterior cut of approximately 4mm to 5mm could not be confirmed since the pointer tool was not used to verify resection plane. The investigation found that the most probable root cause of inaccurate anterior cut is the combination of sub-optimal anterior cortex line acquisition, potential array movement, and leg/robot movement. The investigation found that the anterior cortex line acquisition was acquired sub optimally. The anterior-posterior (a-p) shift, from the planning screen, is the distance between the anterior cut plane and the anterior reference point derived from the anterior cortex acquisition. If the anterior cortex line is acquired too laterally, the a-p shift from the planning screen will underestimate the exit point of the anterior resection and lead to the implant notching. It can be useful to use the pointer array to verify the position of the anterior resection plane, prior to cutting, by placing the pointer array near the anterior resection plane in order to mitigate notching. The pointer array can be used to mimic the use of an "angel wing" where the system will display the distance between the pointer array tip and the resection plane. Implant size is determined from the distance between the lateral most posterior point on the femoral condyle and the anterior cortex. If either point on the femur is not acquired correctly, then the implant size may be different than expected. This could lead to an inaccurate initial assessment of the implant size. The inaccurate calculation of implant size directly impact the flexion and extension of the knee; an over-sized/under-sized implant may cause tightness in flexion and a loose extension gap. The investigation found that during the initial leg alignment step and all other subsequent leg alignment attempts, the femur bone array moved significantly. There was also considerable array movement during anterior cut step. This would have caused the cuts to be inaccurate as accuracy of the system's reference frame becomes inaccurate if bone array movement has occurred. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. The investigation found that the most probable root cause of inaccurate anterior cut is the combination of sub-optimal anterior cortex line acquisition, potential array movement, and leg/robot movement. Nevertheless, because the pointer tool was not used, that issue could not be confirmed. No defect was found with the satellite station. A review of the service history record indicates that review result is not relevant to the current complaint condition.